Event description:
It was reported that during shoulder rotator cuff repair surgery the super turbovac was used for 10 min and it stopped working. The controller was restarted, followed next by the activation of an alarm. There was a delay greater than 30 min and the procedure was completed using a s+n backup device. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incidents. Clinical evaluation revealed that no further clinical/medical assessment is warranted at this time, since there was no harm to the patient reported beyond the greater than 30 minute delay and as there were no manufacturing abnormalities of the device. Should additional medical information be provided, this compliant will be re-assessed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows moderate erosion of the screen/electrode with contamination/discoloration and scratch/scuff marks on the spacer and cap. Functional evaluation showed that after the activation of the wand the controller showed an ¿wand short¿ error e-4; the error could not be reset. The saline line was partially clogged when tested. The blockage could not be removed with a backflush; the wand is clogged at distal end. The wand was dissected and it was found that the wand is shorted at distal end when continuity testing. The complaint was confirmed as the device displayed an error and the root cause was determined to be component failure. Factor(s), that may have contributed to the reported failure: 1) an error e-4 will occur if the generator detects a power spike. The output is deactivated in order to protect the wand and generator from excessive power delivery. 2) the power spike could be the result of a wand short or the wand striking a conductive surface with the electrode. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.